Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 500's mg/dl. The customer stated that she had high blood glucose readings due to a bent cannula. The customer stated that the tape is sticking out from the side of the serter. The customer stated that the serter was not released properly. The customer declined to troubleshoot for the bent cannula.